Manufacturer narrative:
Device evaluation summary: device evaluation of batter charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon evaluation the batter charger resets. The cause for the failure was isolated to a contaminated charger pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that charger sn (B)(4) resets.